Event description:
It was reported that a dexcom g7 sensor was displaying glucose readings in the g7 app but failed to pair with the ilet, resulting in pairing failure alarms on the ilet; the user compared and confirmed the pairing code and noted that glucose values later reappeared on the ilet after having toggled the g6/g7 setting shortly before the call, with the sensor at day three of wear. Symptoms included no reported adverse clinical effects and blood glucose remained in range. Outcomes included no medical intervention and no impact to therapy continuity. Investigation included user-guided troubleshooting and education regarding g7 pairing code verification and configuration checks. Investigation of this case revealed an intermittent pairing failure limited to the interface between the g7 and the ilet, which resolved without sensor replacement and without blood glucose impact. It was concluded that the event was a non-injurious device communication issue with no patient harm and no further action required at this time.